Manufacturer narrative:
The reported tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, found no non-conformities or issues during manufacturing. Visual inspection found evidence of the adhesive being separated from the airway access hole on the portion of the inflation line that extends from the connector hub. The device inflation line was found to be intact and only the adhesive re-enforcement around the access hole showed separation. Examination of the access hole found that the correct amount of adhesive had been applied. Additionally, torn pieces of silicon from the wall of the access hole were found attached to the intact adhesive on the airway line. During functional testing, a syringe was used to inflate the device cuff with 20cc of air; the cuff fully inflated. The device was then submerged under water and vigorously manipulated. No bubbles (indicating a leak) were observed escaping from the device. The root cause of the pulled inflation line was unable to be determined. The investigation determined that the device was manufactured per specifications. (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported that the connection site of the tracheostomy tube and the inflation line was broken. This was noticed after 30 minutes in use by the respiratory therapist. Cuff patency was tested prior to use, and it was the initial use of the tube. Sterile water had been used to fill the cuff. A routine tracheostomy tube change was done. No adverse health outcome occurred.